Event description:
Pt's family member reported the pt was unable to test on pt's one touch basic due to the meter powering off during use. Pt's family member stated pt felt sick so they brought pt to hospital. The result on the hospital's meter was around 400mg/dl. The time difference between pt's meter and the hospital's meter is unk. Pt was treated with insulin. No further info has been reported.